Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon of a small volume infusor burst. This issue was discovered during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h4, h6, and h10. Additional information for h4: the lot was manufactured between december 9-11, 2020. H10: the device was received for evaluation. A visual inspection was performed, and it was noted that the bladder had ruptured. The ruptured bladder was examined for signs of abnormality that may have led to the ruptured bladder, and no issues were noted. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.